Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg does not hold its charge. The patients ipg wa replaced and that the patient was doing well postoperatively. No device malfunction suspected.